Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons were unresponsive. Customer¿s blood glucose was 6.8 mmol/l at the time of incident. Customer stated that the insulin pump had failed battery test alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a cracked case near the corner of the belt clip rails on the battery compartment and cracked battery tube threads. The pump passed the displacement test, sleep current measurement, active current measurement and self test. No unexpected led anomalies noted during self test. All currents within spec range. The insulin pump was monitored for several hours and no unexpected low battery life or failed battery test alarm noted during testing. All buttons functioning properly, including the up and down arrow allowing menu navigation. No damage to the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. (B)(4).